Event description:
It was reported that the catheter was used for the artery approach during an ablation procedure. Although electricity was turned on through the subvalvular 4 times, it was noted that during the 5th attempt, noise was observed in an electrical potential of the "abl" and the temperature was displayed as 80 degrees celsius. After turning the device off and on again, the temperature remained at 80 degrees celcius. It was also reported the background light for the display is flickering. The catheter were removed and replaced with another ablation catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event related to 80 degree celsius temperature. It was noted that the intermittent analog output printed circuit board (pcb) assembly was replaced. It was confirmed that the display flickers, as a result the led back light assembly was replaced. Also, the battery block was replaced due to a broken battery stabilizer pin. No other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.